Event description:
The customer reported that the unit had no ac power or batt charge leds lit.

Manufacturer narrative:
(B)(4). The customer reported that the unit had no ac power or batt charge leds lit. The unit was evaluated locally by a philips representative. The failure was verified as a failure to power up on ac power and charge the battery. The power supply was replaced to resolve this failure. The unit passed all post-servicing testing and remains at the customer site.